Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unidentified high blood glucose. Tandem technical support instructed customer to call back to troubleshoot and consult a healthcare provider is the issue occurs again.